Event description:
It was reported that suture placement was attempted in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was 7fr and during the aaa procedure the sheath was upsized to 10fr then 16fr. Reportedly, following the procedure traction was applied to the suture and the suture broke. Hemostasis could not be achieved with the second suture. A minor surgical cut down was performed and the arteriotomy closed successfully. There was no reported clinically significant delay in the entire procedure. It was reported the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported suture detachment was not confirmed. The pluner, link and anterior cuff were not returned. The suture was partially exposed from the guide tube and the pre-tied knot was loose. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar suture detachment incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.